Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a drain was place. The drain broke off on an unknown date leaving approximately 10 cm of distal portion of the drain in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.